Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had damage to the pulley cover. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip tips. There was a 0.64 mm offset at the tips. As result of the bending, the molded insulator has become dislodged. Components adjacent to the dislodged molded insulator do not show damage. The complaint regarding a broken pulley cover was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.